Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, caller moved the system to another or room and getting an error and patient side cart (psc) power button is flashing blue. Caller stated the system has a message boom disabled. Caller stated they had tried 2 hard power cycles before calling in and the issue remains. Caller also mentioned the screen says this is system sq0147, but it's system number is sq0174. Technical support engineer (tse) recommended disconnecting the blue fiber cables and powering on each cart individually. Caller disconnected the blue fiber cables and powered each cart on separately and each cart powered on. Caller then performed a hard reboot and the system powered on and had a message boom disabled, but then a minute later completed homing and said da vinci is ready. Tse recommended trying another power cycle. Caller power cycled the system and this time the system powered on and had the message boom disabled and was asking to restart the system. Caller stated the buttons to move the boom were greyed out. Caller tried the restart button and then was going to check with the or staff to see if another system was available and how they were going to proceed. There was no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the common compute controller (ccc) and madd on the patient side cart to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc and madd were analyzed and both subcomponents were not be able to replicate issue. The complaint was confirmed based on field service investigation, which indicates that the device may have contributed to the customer reported issue.